Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the resident physician dilated the patient and then scoped and all looked good. When seating the novasure device the cavity integrity assessment test (cia) failed. The scope was inserted again and a perforation at the fundus was noted and the procedure was aborted. No treatment was reported for the perforation.